Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), benchmark bmx96 access system (benchmark max), and a penumbra system red 72 reperfusion catheter (red72). During the procedure, the physician completed one pass using the benchmark max, red72 and 3maxc. While retracting the 3maxc, the physician experienced resistance and upon removal, the physician found the 3maxc broken at the distal end and hanging by a thread. Therefore, the 3maxc was not used for the remainder of the procedure. The procedure was completed using a new 3maxc, the same benchmark max and the same red72. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. Based on this information, corrections were made to: 1. Section d. Box 10. Device available for evaluation? (Do not send to FDA) 2. Section h. Box 3. Reason for non-evaluation 3. Section h. Box 3. ''Other'' reason for non-evaluation the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder